Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and found that the ise (ion selective electrode) mixer assembly and ise sample pot were worn out. The failure mode was identified as multiple hardware components. The fse replaced the ise sample pot and ise mixer assembly which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Component code 4756- appropriate component term/code not available is for ise sample pot. Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated that they generated erroneous high patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) involving the au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data results for two (2) patients.